Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25183. It was reported that the patient came to clinic for routine follow up. It was discovered that there was right ventricular lead noise and two episodes of inappropriate mode switching due to atrial lead noise. The atrial lead noise and right ventricular lead noise were reproduced with isometrics. Programming changes were made to address both the atrial oversensing and the right ventricular noise. The patient was in stable condition with no symptoms.